Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: it was reported that the product cracked and leaked during chemo use. No injury reported.

Manufacturer narrative:
This report has been identified as event 3 of b. Braun medical internal report number (B)(4). One (1) photo was provided for evaluation. Visual inspection of the photo did not reveal any present defects. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. Based on the data from our evaluation, the exact nature of the reported defect could not be determined at this time. If additional pertinent information becomes available a follow-up report will be filed.